Manufacturer narrative:
Device sample received and analysis complete. Manufacturers investigation of the returned device and manufacturing records found no direct casual relationship between the device and the event. No definitive root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient initially reported lenses becoming damaged (torn) and causing ocular irritation and a scratching sensation. The patient states they were seen by their eye care provider who prescribed an unspecified eye drop. Through the course of communication with the patient, they stated they recently experienced a corneal ulcer, which has since resolved. It is unclear if the corneal ulcer event is related to the patients contact lens use. Despite good faith efforts to obtain additional information, no further details of the reported ulcer event are known, including type, severity, size, location, and treatment. This event is being reported in an abundance of caution due to the allegation of an unspecified corneal ulcer with limited event details, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude such occurrence, associated with some corneal ulcer events. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report.